Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0jzrl, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had either painful stimulation or was not really feel stimulation with programs 1, 2, and 4. It was also mentioned that the patient was not receiving urinary relief from those three programs. Program 3 did give the patient 50% relief for approximately two weeks. The patient then tried another program for two days and got back aches but the pain went away when the program was turned off. The patient had an appointment with their healthcare provide on the date of the report .the patient outcome is unknown. Further follow-up was requested to obtain this information. A follow up report will be sent if additional information is received.

Event description:
It was reported that the patient had the interstim implant put in on the (B)(6), but then they had to go back in and move it and the patient had some questions. The patient had to go back into the hospital because the ins was not implanted deep enough and the stitches kept coming open. They first put on steristrips, then they put in stitches, then they went back in and implanted the ins deeper, and then they stapled it. The ins had been off since then. Since the surgery on the (B)(6), when the patient tried to turn on the stimulation she was getting por (power on reset) on the programmer. The patient reported stimulation in the wrong location. The patient noted when she had stim on and she would sit down, she was feeling like she sat down on a rod. It felt like she was sitting with a tampon not all the way in or up it upside down poking her. It was uncomfortable and painful. The patient stated from her notebook on program 3 at 0.9. Program 1 at 2.6 increased to 2.8 increased to 3.0 then had to decreased. Program 2 at 2.6 increased 2.7. The patient hadn't been to program 4 yet. It was noted that the trial went very well. The patient has a doctor appointment tomorrow and they are taking out the staples. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.